Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by manufacturer were inconclusive indetermining whether a lead break was present or if the lead pins were fully inserted into the generator head because the lead can not be seen clearly in the x-ray. Further follow-up revealed that the pt has experienced and increase in seizures. It is unk if the seizures are an increase over pre-vns baseline. Neurologist indicated that revision surgery is planned. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.